Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had date and time synchronization issue. A technical support specialist (tss) performed a remote support service (rss) to the cii safe and es server. The tss brought down the application for the cii safe and accessed support tools. The tss backed up the database and cleared the inventory for the affected station. The tss resent messages from the enterprise server (es) to the cii safe. The tss verified with the customer and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a date and time issue prevented communication with the c2 safe and transaction data was not visible during refilling. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.